Event description:
Provider states chair will lock on its own when they hit any bump. In speaking with the reporter it was learned no injury. Please note any further information will be provided in a follow up report.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model solara3g, serial number/date (B)(4) is approximately 3years, 3 months old. The owner's manual part number 1154295, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consume's age, height and weight are unknown. The consume's medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.